Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a severely calcified lesion, located in the left anterior descending artery. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was not pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in-vivo during positioning. The procedure was completed using a non-medtronic stent. It was reported that the event was device related. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Image review: the returned procedural images capture the patient lesion condition as reported by the account. The images capture the successful implantation of two unknown stents in the left anterior descending artery. Post dilation is then performed on the most proximal stent. The returned images do not capture the delivery or the reported stent deformation of the complaint resolute integrity stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.